Event description:
Carefusion sales consultant reported a maxplus valve leaking and splashing fluid during an IV push bolus. No pt harm or medical intervention occurred per sales consultant. Sales consultant states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of maxplus leaking and splashing fluid could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.